Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt the implantable pulse generator (ipg). It was also reported during a follow up appointment that managed ventricular pacing was programmed, the outputs were set to high and ventricular capture management was set to off. The patient noted the ipg data had cleared the day they had a surigical procedure. The ipg longevity estimation was at one year. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.